Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that usb port was broken and was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Dual usb port was returned to the manufacturer for analysis. Analysis found that the lower usb port pin terminal was broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the right usb ports on the deck looked like they had interior prong damage. The mouse was not recognized the computer did not recognize the usb device. There was no patient present when this issue was observed.